Event description:
Received a letter from an attorney regarding an alleged house fire where a pride lift chair was located. Fire department report indicates a witness reported the end user stated they fell asleep with a lit cigarette which caused the fire. House sustained property damage and end user sustained burns.